Event description:
Philips received information where a customer reported that upon completion of a collimator exchange to intrinsic (collimators removed), detector 1 made a grinding noise and slid down towards the floor. There was no patient involvement and no report of injury to operator or bystander with this reported event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).